Manufacturer narrative:
12/23/97-supplemental report #1 submitted to FDA.

Event description:
The device was used during a hysterectomy procedure. Reportedly, the instrument was difficult to close and the staples were missing. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.